Event description:
It was reported that during the procedure in the heavily calcified and tortuous distal carotid artery, the acculink ii stent system was advanced into the patient anatomy. An attempt was made to deploy the stent; however, there was resistance when retracting the stent system handle while deploying the stent. The stent was partially deployed and then would not deploy further. The stent system, including the stent, was removed from the patient anatomy. There was no clinically significant delay; however the procedure was postponed to be completed on a future date because the physician would be on leave and the patient did not want to stay in the hospital. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis noted the device was returned without blood or saline visible, which may indicate the device was wiped down after being used in the procedure. The device was returned with extension tubing attached to the proximal shaft. The device was returned with the slider in the distal position. Functional testing noted that retraction of the handle slider led to successful retraction of the proximal portion of the distal sheath, but due to a separation on the sheath, the distal portion would not retract. A portion of the stent was observed to be partially expanded at the site of the separation with no noted damage to the stent. The partial expansion is a function of the separation as, without the support of the sheath, the stent is designed to expand. A kink was noted in the hypotube. This kink was not reported and did not prevent retraction of the outer member. This does not appear to be related to the reported failure to deploy and may have been due to handling for shipping back to abbott vascular. Failure to deploy can be due to a number of reasons including, but not limited to, a kink in the device, severe tortuousity, or manufacturing error. Based on a visual inspection of the wrinkling at the separation on the sheath, it appears likely that a kink developed at the location of the separation. The noted kink in the inner member is potential confirmation of this. The kink in the distal sheath and inner member may have been caused by anatomical interaction with the reported tortuousity and calcification. This kink would have likely caused the noted failure to deploy as a kink would inhibit the retraction of the distal sheath. It is reasonable that if a kink developed at this location, sufficient force used during an attempted deployment could have led to the reported tearing and separation of the distal sheath. Subsequent manipulation of the device and removal from the anatomy may have led to the noted wrinkling in the distal sheath. A separation was noted in the inner member distal to the guide wire exit notch. This separation is consistent with the previously mentioned force used in the attempted deployment. It was noted that the device was returned unlocked. It should be noted that per the instructions for use stent deployment section, the slider should be advanced to the distal position of the handle and the lock should be reengaged. There is no indication that failure to perform this step led to any of the noted device damage. Based on the reported information, the sheath separated before the device removal, and therefore the sheath would not have been functionally locked in place, regardless of whether the handle was locked. A review of the lot history record did not reveal any nonconforming material records that could have contributed to this incident. Additionally, a query of the complaint handling database for the reported lot was performed and revealed no other incidents. Based on the evaluation, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: terumo, ampaltz stiff wire, balance middleweight. Guide cath: 8f and 5f. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.